Event description:
Reportedly, the transmitter does not switch to the green led. It does not respond to the reset. It is impossible to do the installation with the transmitter.

Event description:
Reportedly, the transmitter does not switch to the green led. It does not respond to the reset. It is impossible to do the installation with the transmitter.

Manufacturer narrative:
- Upon receipt, the returned home monitor was tested and the reported behavior was confirmed, as the status light remained orange and communication was not possible. - the observed issue could be caused by flash memory or operating system corruption, which is preventing the device from booting properly. - however, the first cause of this problem could not be fully identified, as the home monitor in question is permanently damaged. - this case is recorded for trending purposes.